Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad or saline line. Examination of the guide wire revealed that the spring tip was fractured off 331.7cm distal to the proximal end. The fractured tip (approximately 3.3cm) was not returned for analysis. Further examination revealed a kink in the shaft 131.0cm distal to the proximal end. No biological material was observed on the shaft of the guide wire. The fractured guide wire section was sent for scanning electron microscope (sem) analysis. Sem analysis revealed fatigue striations on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. Sem analysis identified fatigue striations on the face of the fractured guide wire. This type of damage is consistent with the guide wire spring tip contacting the oad tip bushing during device rotation. The material inspection report for this viperwire has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The wire was being retained by the facility for internal investigation. It is anticipated that the facility will return the wire to csi for analysis, but the wire has not yet been received. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 90% stenotic and was 10cm in length. The lesion originated in the popliteal artery and extended distally in to the tibio-peroneal-trunk (tpt). The physician used a 7fr introducer sheath from a contralateral approach to access the lesion. The csi viperwire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed two runs at low speed and one run at high speed using the oad. The oad was removed and a balloon was advanced over the viperwire and balloon angioplasty was performed. The balloon was removed from the patient and then the viperwire was removed. While removing the wire, the physician noted that the tip had broken off and was in the popliteal artery. The physician secured the tip of the viperwire against the vessel wall using a stent. The patient status remained stable throughout the intervention. Requests for additional information have been made, but none has yet been received.